Manufacturer narrative:
Manufacturer ref. No.: (B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction "failed high flow" could not be confirmed.. The device passed all flow rate testing within specification at multiple rates with a maximum difference of -1.42%. This event is determined to not be a reportable event. Manufacturer report number 1314492-2016-03601 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed high flow" during preventive maintenance testing. It was also reported there was no patient involvement.